Event description:
Alimed universal alarm strap on patient with pacemaker. The belt slipped up close to chest and caused pacemaker to shut off. No prominent warning on label regarding magnet or risk of use with pacemaker patients. Dates of use: 2009. Diagnosis: reminder to stay in bed. Pt had a bed alarm on as well, that was on the bed.